Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was received without any original packaging. The distal anchor is in correct position at the tip of the insertion tool with the suture loader through the eyelet. The proximal anchor body is still in its correct place on the insertion tool. During functional, a verification of the distal plug in its correct position was made. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the distal plug/rod. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that healicoil anchor was received with holes in the packaging. No case reported; therefore, there was no patient involvement.